Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("detoxing metal") and autoimmune thyroiditis ("hashimoto's") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), feeling abnormal ("feel definitely not great/ don't feel great"), complication associated with device ("damage caused by essure"), headache ("headaches are worse") and paraesthesia ("tingling in hands and feet"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the allergy to metals outcome was unknown and the autoimmune thyroiditis, feeling abnormal, complication associated with device, headache and paraesthesia had not resolved. The reporter considered allergy to metals, autoimmune thyroiditis, complication associated with device, feeling abnormal, headache and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("detoxing metal") and autoimmune thyroiditis ("hashimoto's") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), feeling abnormal ("feel definitely not great/ don't feel great"), unevaluable event ("damage caused by essure"), headache ("headaches are worse") and paraesthesia ("tingling in hands and feet"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the allergy to metals outcome was unknown and the autoimmune thyroiditis, feeling abnormal, unevaluable event, headache and paraesthesia had not resolved. The reporter considered allergy to metals, autoimmune thyroiditis, feeling abnormal, headache, paraesthesia and unevaluable event to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.